Event description:
The customer reported that the sys displayed an intermittent precharge voltage error message and would not complete the boot cycle. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The b+ battery packs were replaced. The sys was then found to be operating as intended.